Event description:
Additional information was received that this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has continuously had a fever for two months. The physician suspects bacteria adhered to the lead. It was noted this device system would be removed at a later date. At this time, this right ventricular (rv) lead remains in service and there were no additional adverse patient effects reported.